Event description:
Reporter is reporting on the inspire sleep apnea device, 3 parts make up this device which includes the generator, sensing lead and stimulation lead. Reporter stated that they were implanted with the inspire sleep apnea device on (B)(6) 2019 at (B)(6). Since the procedure reporter has experienced difficulty breathing due to obstruction, neuropraxia to the hypoglossal nerve due, also becoming a risk for aspiration.